Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B) (4).

Event description:
The customer reported the high capacity disk drive is not working. No patient injury was reported.